Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood and tissue were present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip, around the neck area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break likely contributed to the abnormal impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements were over 1000 ohms, which the physician found to be abnormal. A new lead of the same model was implanted instead, with more acceptable impedance measurements observed. No adverse patient effects were reported. The attempted lead was returned for analysis.